Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer number five on the main station failed and all pockets were not detected on bus. The field service engineer (fse) found that the module controller was malfunctioning and that an obstruction was causing issues with the drawer. After powering down the station, the fse removed the aluminum casing of the medication. The fse then replaced the pyxis module controller and successfully resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and unable to recover the failed storage space and displayed required maintenance error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.